Event description:
Initial reporter indicated that they had a patient they attained a 7 limit high on both a systems and normal mode test. The battery elective replacement indicator was a no. The physician was concerned about the lead break. No surgery date has been set at this time. X-rays were received for review. Ap and lateral views of the chest and neck. The lead strain relief bend was not adequate per labeling. There were no acute angles or visible discontinuities present, however it was noted that the anchor tether may not be attached to the nerve.

Manufacturer narrative:
X-rays review by manufacturer. X-rays reviewed by manufacturer, no gross lead discontinuities noted. Device failure suspected, but did not cause or contribute to a death or serious injury.